Event description:
It was reported that, "the surgeon ... Informed product specialist of trauma ... When installing the locking screw (B)(4), the (B)(4) xia 3 titanium polyaxial screw went throw pedicle screw´s end..."

Manufacturer narrative:
Method: complaint history review; risk assessment; results: it was confirmed that the xia 3 titanium polyaxial screw dia 7.5 x 45 mm tulip disengaged from the screw during surgery by the sale¿s representative report. It should be noted that the patient had a previous fusion in the area that the surgery was being performed. The product was not returned for evaluation furthermore the lot number is unknown so a review of the manufacturing records could not be performed to identify any anomalies that may have contributed to the reported event. Review of previous complaints and findings of r&d engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip. However, as this product was not returned the actual cause of failure could not be determined. Conclusion: the device was not returned for evaluation; therefore a thorough investigation could not be completed and the exact cause for tulip disengagement was not determined. A potential root cause cannot be proposed.

Event description:
It was reported that, "the surgeon ... Informed product specialist of trauma ... When installing the locking screw (48230000) , the 482317545 xia 3 titanium polyaxial screw went throw pedicle screw's end..."